Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a pt experienced a posterior capsule rupture when the surgeon was polishing the capsule. There were no burrs or sharp edges noted on the tip under magnification. The tip had been used prior cases. The procedure was completed following removal of vitreous in the anterior chamber. Additional info has been requested.